Event description:
It was reported that the insulin pump had ramping numbers, followed by the device alarming button error. The blood glucose reading was 140 mg/dl. Advised the customer that the insulin pump had malfunctioned due to the buttons sticking. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms or unexpected numbers ramping noted during testing. The pump also had a cracked reservoir tube lip, cracked lcd window, cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.